Event description:
Pt reported a lap-band system for which "for unk reasons all the weight came back, I have a bulge in front of my stomach, still throw up, can't eat any type of bread," and that in order to take medication "I have to dissolve them in juice." The lap-band system was explanted, it is not known if the device was replaced. The reported events have not been confirmed by a healthcare professional.

Manufacturer narrative:
The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not rec'd the product. Visibility/palpability, reflux, vomiting, and malaise are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number. See scanned pages. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 pts total)."